Manufacturer narrative:
The equipment was examined and the reported event was not replicated. The equipment functioned as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the phacoemulsification (phaco) handpiece. The phaco handpiece was manufactured on february 26, 2014. Based on qa assessment, the product met specifications at the time of release. No problems were found with the handpiece. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A healthcare professional reported that a handpiece did not cut during a procedure. The procedure was completed after exchanging the handpiece. There was no patient harm. Additional information was requested and received.